Event description:
It was reported that the pump did not appear to charge on the wireless charging pad, as the screen indicated charging, but the battery level did not increase; the user was charging without the clip and with the screen facing up, and the issue resolved after plugging the charging pad into a different outlet. Customer care provided support which included user education on charging setup. Investigation of this case revealed that the charging pad and pump functioned when powered from a different outlet, indicating the prior outlet was the likely cause. No adverse clinical effects reported. Outcomes included no impact on health and no need for medical care. It was concluded that the device operated as intended and no device malfunction was confirmed.